Event description:
It was reported that bd needle 21g 1in tw had foreign matter there appears to be an unknown foreign matter on the surface of the needle.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Our quality engineer inspected the photos and sample submitted for evaluation. The reported issue of foreign matter was confirmed upon inspection of the sample. Analysis of the sample showed one loose foreign matter on the body of the cannula. It was black in color and an irregular shape. Fourier transform infrared spectroscopy (ftir) analysis was performed to determine the foreign matter type. The ftir result shows that the spectrum matches reasonably with polydimethylsiloxane (silicone). A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records have been reviewed, and this batch meets our manufacturing specification requirements. Silicone is used as lubrication for the cannula in the assembly process. Based on the location of the foreign matter, the cause is silicone build up at the sides of the cannula centering gripper. Due to the sticky nature of silicone, it could have adhered to the cannula. There is currently a 4 hourly daily process checklist requiring the centering gripper to be brushed, as well as a two hourly in process inspection and a daily outgoing inspection to check for foreign matter. Based on the investigation, the production technician may have cleaned the cannula centering gripper; however, due to its location, the brush may have not reached the area with the silicone build up. To prevent this defect, corrective actions have been taken including dismantling of the countersunk screws at the guide plates before cleaning to be included in the monthly preventative maintenance. Updates to the procedure will also be made to include cleaning of the cannula centering gripper guide plates.